Event description:
It was reported that the customer was hospitalized at the beginning of june for high blood glucose. The customer also states she was in the hospital in (B)(6) and provided no further details. Upon being hospitalized in early (B)(6), the customer stated that she does not remember what the exact blood glucose level was at the time. The doctor was reported to have advised the patient to discontinue use of the insulin pump and revert to a back-up plan. At the time of this report, the customer stated that her insulin pump was not delivering nor was she receiving a no delivery alarm. The customer was not able to complete troubleshooting for high blood glucose because the customer did not have the tubing clamp to run a high pressure test. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.